Event description:
Reporter reports via e-mail that during incoming product inspection, dirt was found inside the handfill.

Manufacturer narrative:
Product has not been rec'd from distributor. Product investigation pending arrival of product to mfg site. Once product has been rec'd and investigation complete, a medwatch 3500a supplemental report will be submitted.